Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
In (B)(6) 2018, the user reported a decreased in hearing and intermittent function, especially when she opened and closed her jaw. The recipient visited the clinic on (B)(6) 2018. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
On (B)(6) 2018, the user reported a decreased in hearing and intermittent function, especially when she opens and closes her jaw. The user reported to the clinic on (B)(6) 2018. It is unknown if a trauma occured. The user was re-implanted on (B)(6) 2019.